Event description:
It was reported that the patient was sure he had experienced a mini-stroke, had lost a significant amount of weight, was having kidney trouble, and felt like "he was slowly dying." The patient felt like he should have never been implanted, and stated he was having heart trouble and couldn't have the diagnostic test he needed because of the implants. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 7482a40, lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted: product type extension, product ID 7482a40, lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted: product type extension, product ID 3391s-40, lot# v257753, serial#, implanted: 2010 (B)(6), explanted: product type lead, product ID 3391s-40, lot# v257753, serial#, implanted: 2010 (B)(6), explanted: product type lead. (B)(4).